Manufacturer narrative:
H3: the returned pump passed all testing in the laboratory and no anomalies were identified. The returned catheter was returned and visual inspection identified there was damage to the transition tubing as well as a kink in the catheter body. Continuation of d10: product ID: 8781, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2026, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 29-nov-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient who was receiving fentanyl (2000 mcg/ml at 670.15301 mcg/day) and bupivacaine (20 mg/ml at 6.70153 mg/day) via an implantable pump for unknown indications for use. It was reported that on (B)(6) 2023 the patient reported increased low back and tailbone pain without an inciting event. On (B)(6) 2023 they reported that their boluses did not provide pain relief. Interventions taken included increasing their boluses by 10 mcg and using topical lidocaine to help manage pain. The relationship of the event to the device/therapy was noted as probable and the relationship of the event to the implant procedure was noted to be unrelated. The clinical diagnosis was inadequate pain relief. The outcome was indicated to be ongoing. Additional information received from the healthcare provider via a clinical study indicated that 0.45mg of morphine was added to the patients; programming.additional information received from the healthcare provider via a clinical study indicated that the patient was refilled with a 150mcg increase in fentanyl. Additional information received from the healthcare provider via a clinical study indicated that the patient had continued pain. The addition of hydromorphine was made.additional information received from the healthcare provider via a clinical study indicated that the patient had 7/10 pain. An increase hydromorphine by 0.3mg was made. Additional information received from the healthcare provider via a clinical study indicated that the patient was given a lumbar epidural steroid injection. Additional information received from the healthcare provider via a clinical study indicated that a taper was started for explant due to the uncontrolled pain. Additional information received from the healthcare provider via a clinical study indicated that the entire system was explanted.